Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the right atrial lead exhibited noise. The physician elected to reprogram the device and adjust the sensitivity. No additional information was reported.